Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. There was nothing failing from the olympus equipment. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced image flickering and image loss. The issue was found during a diagnostic endoscopy procedure which was completed with a backup similar device. There were no reports of patient harm.